Manufacturer narrative:
The lead was discarded, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Both threshold elevation and lead dislodgement are recognized clinical events referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported "this lead was explanted (discarded) 2 days after implant due to high thresholds (measurements not known) and dislodgement. A new tined lead was implanted. No adverse patient effects were reported." The lead was actively implanted for approximately 2 days.